Event description:
Reference number (B)(4). Event occured in the united states. Patient faced infusion set's crimped cannula event on (B)(6) 2025. The patient noticed symptoms within three hours of inserting the infusion set. The insertion site was located in the abdominal area. The exact cause of the resulting high blood glucose (bg) was unknown. The patient's continuous glucose monitor (cgm) initially displayed a 'high' reading without providing a specific value. To confirm this reading, the patient used a blood glucose meter, which showed a value of 441 mg/dl. Patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) -device 1 of 2.